Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced a syncopal episode. Pulse generator interrogation revealed crosstalk. All other electrical values were normal. The atrial lead was disabled to prevent further crosstalk. The patient would be monitored and was noted to be in good condition.